Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicates stretching and apparent explant damage. Concomitant medical products: a 1688t lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and the physician suspect the lead had dislodged since the original implant. The lv lead was extracted. Two days later an epicardial lead was implanted. It was further reported that the right ventricular (rv) lead had high thresholds. The lead was completely removed and implanted in a different position in the rv. The rv lead remains in use. No patient complications have been reported as a result of this event.